Event description:
The revision surgery on (B)(6) 2021, was completed. It was found that the infection had been occurred. In the revision surgery, all implants were removed and placed cement beads. After the infection has subsided, it will take about half a year, revision surgery will be performed again to insert a stem and a head.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the infection (e19). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(6) investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
On an unknown date the patient underwent a primary procedure treating humeral fracture. The global unite system was applied. On (B)(6) 2020 he underwent an rsa revision procedure to treat wide-range rotator cuff tear. The delta xtend system was applied to alleviate limited range of upward shoulder/upper-arm motion. On an unknown date he had the shoulder dislocated. The surgeon commented as follows: the severity of the event is evaluated as ¿severe,¿ as the direct cause for such a dislocation is not found out. Clues for possible causes: a) the bone on the lower lateral part of the shoulder blade has been hollowed out; b) osteolysis was noticed in the proximal humerus; c) shoulder impingement syndrome involving the bone and the device(s). Further revision procedure is not scheduled yet. The sales rep is supposed to see the surgeon for further details.